Event description:
It was reported that the pump's control iq software was not adjusting insulin delivery as expected. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Troubleshooting indicated that the customer had not turned on the control iq settings. The customer acknowledged that the pump was functioning as intended.